Event description:
It was reported that the patient presented with dizziness, syncope, symptomatic bradycardia and muscle stim. The right atrial (ra) lead and right ventricular (rv) lead were exhibiting mirror image oversensing noise on atrial and ventricular channels, and the implantable pulse generator (ipg) was incorrectly sensing and inhibiting pacing. An x-ray shows the leads to be very close to each other, but ¿hard to tell if criss-crossed.¿ suspected lead insulation abrasion/damage may be causing intermittent contact between the atrial and ventricular ring conductors, creating the oversensing and mirror imaging on the egm. The implantable pulse generator (ipg) and both the right atrial (ra) lead and right ventricular (rv) lead have been explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. The outer insulation of the lead developed a breach due to a depression while in vivo, and there was blood on the proximal conductor of the lead and it was not obstructed. Concomitant medical products: model: 5086mri45, lead; implant: (B)(6) 2012. (B)(4).